Event description:
It was reported that this patient presented to the hospital, due to going in and out of syncope. The patient was reportedly found seizing. Prior to the arrival of the field representative, the patient had been throwing up, from the syncopal events. This dependent patient was checked, and their device revealed a loss of capture on the right ventricular (rv) lead. At the last device check in january, the threshold was programmed to 3.4 volts (v) at 0.4 milliseconds (ms), as capture was at 1.6 v at 0.4 ms. When the capture threshold of the patient was tested, it was 3.4 v at 0.4ms or 2.6 v at 1. The rep programmed the threshold to 7.5 v at 1. The lead was later abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.